Manufacturer narrative:
The device was evaluated by zoll medical united kingdom. The customer's report was duplicated and attributed to the dock connector board. The dock connector board was replaced to resolve the report. The device was recertified and returned to the customer. The dock connector board was sent to zoll medical corporation. The dock connector was tested and the report could not be replicated. The dock connector was scrapped. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.